Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had helium leak issue. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed a helium leak originating from the brass fill valve on the helium manifold and replaced the helium reservoir assembly. The fse performed the timed leakage test according to the service manual. All leakage tests passed. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer.